Event description:
Approximately 2 months post index post index procedure the patient suffered a gastro intestinal (gi) bleed. The patient suffered another gi bleed one month later. Patient was taking clopidogrel but was not taking aspirin at the time of these events. The investigator indicated that the reported events were unrelated to the study device. Date of event is month/year valid only.

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the distal rca. Approximately 2 weeks post index procedure the patient was rehospitalized due to a gastro intestinal (gi) bleed. A colonoscopy was performed and the patient was discharged on medication. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Evaluation results: patients condition - predisposed event (chronic renal failure -non cardiac death). Conclusion results: (chronic renal failure -non cardiac death).

Event description:
A blood transfusion was given to treat the previously reported gi bleed that occurred two weeks post index procedure.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (hemorrhage).

Event description:
Additional information received: patient death occurred approximately 2 yrs and 6 months post index procedure due to chronic renal failure. Investigator assessed that the death is non-cardiac and not related to the study device.